Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.00mmx12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications reported.